Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a moderate paravalvular leak (pvl) was present after the valve was placed. A 24-millimeter (mm) balloon was used for the first post implant balloon aortic valvuloplasty (bav). The first bav was not successful and a second post bav was performed with a 25-mm balloon. The second balloon was retracted without fully deflating, and caused the valve to dislodge into the ascending aorta. The dislodgement was confirmed on ultrasound. A second valve was implanted and the dislodged valve was pulled down to the descending aorta by two snares. No additional adverse patient effects were reported